Event description:
A medtronic representative reported that while in a cranial surgery, they experienced a tracking issue. Rotating the passive planar blunt probe on the probe tip caused the 3d model to move around 4 cm when no movement should be observed. The surgeon completed the case with the use of the stealthstation. There was no impact on the patient outcome.

Manufacturer narrative:
A return exchange order has been submitted for the system tool interface unit and camera. The items have not yet been sent back for evaluation.